Manufacturer narrative:
A visual inspection was performed on the returned device. The stent implant was not returned. There were some crimp marks visible on the balloon between the markers where the stent implant was initially crimped on. The reported missing component was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported and original lot(s) revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported missing component could not be determined. Potential factors that may contribute to a missing component include, but are not limited to, inadvertent mishandling during removal from packaging, during sheath/stylet removal, during preparation of the device, positive pressure during sheath removal or inadvertent balloon inflation prior to use. In this case, it is possible that inadvertent mishandling during preparation of the device or during sheath/stylet removal may have caused the reported missing component (stent); however, without the sheath to examine, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of a 2.75x48 mm xience skypoint, it was noted that the stent was missing from the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.